Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that insulin pump did not passed the self test. No harm requiring medical intervention was reported. The insulin pump will not e returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin trace on keypad assembly. Device received with pillowing keypad overlay, cracked case behind the device at the battery compartment and cracked battery tube threads (B)(4).